Event description:
It was reported that: "manta device failed immediately, tissue tract deployment. Additional information: during an evar micropuncture and ultrasound were utilised to gain central access in the common femoral artery. Vessel size was 8+mm with no reproted calcification or tortuosity. Measured depth for the manta was 2+1. 10k units of of heparin and 75mg of protamine were administered during the procedure. Hemostasis was not achieved after manta was deployed. Surgical cutdown was performed and the manta was explanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The details of the complaint detail were reviewed. No unit was returned for evaluation. As per the additional information received, procedure performed was evar. Access site was right femoral artery. No calcification or tortuosity noted. No lumen kinks observed. The measured depth was 2+1 cm. Manta was deployed at the measured depth. Hemostasis failed with bleeding observed. Manta was explanted with a surgical cutdown. The manta deployed in the tract is indicative of deployment done deviating from the measured depth. Without images or angiogram videos, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor for similar issues.

Event description:
It was reported that: "manta device failed immediately, tissue tract deployment. Additional information: during an evar micropuncture and ultrasound were utilised to gain central access in the common femoral artery. Vessel size was 8+mm with no reproted calcification or tortuosity. Measured depth for the manta was 2+1. 10k units of heparin and 75mg of protamine were administered during the procedure. Hemostasis was not achieved after manta was deployed. Surgical cutdown was performed and the manta was explanted.